Event description:
It was reported that while a nurse was administering CPR to a patient who was being treated under the subject device (infant radiant warmer), the paper surgical cap (i.e. Hair covering) began to smolder. There was no injury. The hospital's biomedical engineer evaluated the unit and found that it operated as intended.